Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a failed battery and a battery out limit alarm on the insulin pump. Customer placed a new battery in the insulin pump and the screen was noted to be blank. The blank display returned during the call. Customer's blood glucose readings at the time of the call were 156 mg/dl. No further information reported.